Event description:
It was reported that patient underwent revision surgery on (B)(6) 2019, due to pain and broken hardware. Patient originally underwent a posterior spinal decompression (laminectomy) on (B)(6) 2019. The patient was treated with the insertion of a bone graft kit and related parts, including hardware and screws. On (B)(6) 2019 the sutures were removed from the second surgery. The patient continued to have extreme pain and discomfort and returned to surgeon because of surgical site discharge and the incision opening. On (B)(6) 2019 the patient underwent debridement, with continued drainage, blood, and pain in the incision site. This report is for unknown screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes legal counsel. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.